Event description:
(B)(4). After getting essure placed when I get cramps for my time of the month it makes my whole left leg seize up and aches all the way to my ankle. Severe bloating non stop I look 5 month's pregnant constant headaches and stabbing pains in my vagina. Cysts on my ovaries that were never there before and a hemorrhagic cyst and constant ER visits for vaginal uterus and ovarian pains and issues